Event description:
During placement of mini-acutrak screw, cannulated screwdriver fractured. Piece retrieved. Noncannulated screwdriver used to try and advance screw further. Head fractured beneath the lip of the acutrak screw itself, so was unable to be retrieved. Piece left in the pt. Surgery: open reduction internal fixation left scaphoid with screw and pin fixation.